Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery.0-7 lead (unsure which) 40,000 ohm each contact. Battery replaced to continue to use 8-15 lead with additional programming. Lead revision will occur at a later date if needed according to physician if 8-15 lead does not provide adequate pain relief. 0-7 lead put in new battery still high impedance. It is unknown if the issue was resolved. New ipg implanted to try additional programming options. The rep later noted that the patient was seen at his pain physician¿s office on (B)(6) 2024 for his post-op appointment. The following electrodes were registering as: o - 22370, 1 - 40000, 2 - 40000, 3 - 27650, 4 - 40000. The patient was programmed satisfactorily utilizing 8-15 electrodes. The patient will call for a reprogramming if needed. The doctor is aware of the findings. Additional information was received from the manufacturer representative (rep). Ins replaced to give access to more programming options. No issues with previous ins.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2017 : product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2017 : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) , ubd: 01-jun-2020, (B)(4) ; product ID: 977a260, serial (B)(6) , ubd: 29-jul-2020, (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.